Event description:
It was reported that the ventilator generated errors indicating disabled valves, expiratory channel failure and communication error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in software version 4.4. A field action to upgrade the software began in (B)(6) 2022. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).